Event description:
Patient had a groshong catheter inserted by her physician in the outpatient department on 1/16/92 under local anesthesia, to provide IV access for chemotherapy administration. The catheter fell out of the patient on 1/30/92 while the patient was at home, and the rubber ring seal from the catheter fell into the patient's incision. The patient returned to outpatient department on 1/31/92 for the insertion of a new groshong catheter. Davol district manager met with hospital risk manager's office. The cause of the catheter falling out of the patient and/or the rubber ring seal falling into the patient's incision is unknowndevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.